Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd rapid detection of sars-cov-2 veritors¿ experienced discrepant test results. Testing on multiple devices was performed. An additional sample was sent for pcr testing, but the results are currently unavailable. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer states she visually sees lines at bottom of cartridge. Veritor read assay as pos. Customer repeated sample 2 times. The second time no line was seen and veritor read neg. Third repeat, line was seen again and verior read pos. How was it determined to be discrepant? Patient tested a total of 3 times. First and third test visual line seen on cartridge and veritor gave pos result. Second repeat no line visually seen on cartridge and veritor read neg. Comparison to another method? -sent out for pcr.

Event description:
It was reported that 3 bd rapid detection of sars-cov-2 veritors¿ experienced discrepant test results. Testing on multiple devices was performed. An additional sample was sent for pcr testing, but the results are currently unavailable. There was no indication that results were reported out, and there was no patient impact. The following information was provided by the initial reporter: customer states she visually sees lines at bottom of cartridge. Veritor read assay as pos. Customer repeated sample 2 times. The second time no line was seen and veritor read neg. Third repeat, line was seen again and "veritor" read pos. How was it determined to be discrepant? Patient tested a total of 3 times. First and third test visual line seen on cartridge and veritor gave pos result. Second repeat no line visually seen on cartridge and veritor read neg. Comparison to another method? Sent out for pcr.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes. D9: returned to manufacturer on: 22-feb-2022. H6: investigation summary this statement is to summarize the investigation results regarding your complaint that alleges discrepant result when using kit rapid detection of sars-cov-2 veritor (material # 256082), batch number 1279673. Bd quality performs a systematic approach to investigate discrepant result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. Returned product testing was completed and all devices had normal intended results. A photograph was returned and showed rapid detection of sars-cov-2 veritor test results and unable to confirm of discrepant results. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends.